Manufacturer narrative:
Other, other text: 40 cadd administration sets was returned for evaluation of failed accuracy testing. A device history review, DHR, was performed and no problems or issues were identified. A functional testing was performed to investigate the reported issue and the reported issue was able to be confirmed. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is was noted to be manufacturing.

Event description:
Information was received indicating that the cadd administration sets - flow stop experienced a malfunction. It was reported that when using the administration set there was difficulty experienced during priming the pump and there was also issues with under delivery. The issue occurred during testing.